Manufacturer narrative:
A medtronic representative provided an estimate of the patient's weight.

Manufacturer narrative:
Patient weight not made available from the site. 01/11/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. 01/13/2016 software analysis was unable to determine probable cause with the information provided. Suspect user had switched the instrument out for the tracker in use but had not verified the new instrument. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 5 millimeter inaccuracy. The surgeon performed a successful tracer registration, verified accuracy on known anatomical landmarks and proceeded to navigate. While navigating accurately with the straight suction, the surgeon switched over to the 90-degree suction. The site said that after switching to the 90-degree suction, the software returned the surgeon back to the registration screen. They moved back into navigate, but once in navigate the surgeon deemed being 5 millimeters inaccurate using all instruments. They were using the non-invasive patient tracker. The surgeon chose to proceed with the procedure, using navigation, and with the knowledge of the alleged inaccuracy. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.